Manufacturer narrative:
Checked other for antibiotics ordered/prescribed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's surgical site had been bleeding and draining; the patient also stated that sometimes there was a smell to the drainage. It was unknown if there were any external factors that may have contributed to the issue. The healthcare professional ordered lab work and prescribed antibiotics. The rep stated that no interventions were taken on her part at the time of the report because the patient had not used their device since the drainage began; the rep said the patient would be evaluated at a later time to determine the next steps. It was noted that the issue was not resolved. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the physician's assistant re-dressed the patient's wound, drew labs and ordered antibiotics. The rep did not know why the patient's wound was bleeding or what led up to it. The rep had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-mar-16 mpxr 506855 (rep): additional information was received from a manufacturer representative. It was reported that there was an infection at the battery site. There was drainage coming out of the battery site pocket. The fluid was cultured and sent to a lab for analysis. The rep said it was probably an infection. The patient was hospitalized for two days after implant for active mrsa. The issue was not resolved, and the stimulator was most likely going to be removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the infection was superficial. The ins was to be removed on (B)(6) 2018, and would not be sent back for analysis. It was noted that the patient recovered from the infection without sequela. No further complications were reported.